Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the compression module was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device alarmed and paused while in use. In this state the device may not be able to deliver chest compressions if needed. This issue is patient related; however there was no adverse event reported.